Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
The physician was unable to connect the sonr lead, because the connector block had shifted forward when the he inserted the screwdriver. The device has been replaced.